Event description:
It was reported that there was a patient receiving potassium phosphate with a central line concentration (0.12mmol/ml) via a peripheral line and the "potassium phos-perip" drug name was selected on (B)(6) 2026 at 2141. The customer noted receiving an error and wanting to go through alaris reports to troubleshoot them to prevent future occurrences of the same issue. With the potassium phosphate, it was noted that the user received an alert but overrode the alert. There was patient involvement, but impact is unknown. Although requested, further information was not provided. The customer had the following question regarding pump library settings: "can you explain to me why intermittent drugs do not have an option for a concentration hard max limit".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of facility receiving an error was confirmed. No logs were returned for this investigation; therefore, the log analysis was no able to be performed; however, bd clinical consultant stated that the concentration was entered as 9 mmol/75 mls (or 0.12 mmol/ml) ¿ exceeding the soft maximum concentration limit of 0.06 mmol/ml (since the peripheral choice was selected). Based on the patient¿s weight of 49 kg, that is 0.184 mmol/kg ¿ within the mmol/kg limit of 0.64 mmol/kg. No testing was able to be performed due to no devices being returned for investigation the alaris system user manual v12.3.2 states on summary of warnings and cautions: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. There was patient involvement, but impact is unknown. The alaris system is used for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for facility receiving an error was due to an user error. Bd clinical consultant stated that the concentration was entered as 9 mmol/75 mls (or 0.12 mmol/ml), exceeding the soft maximum concentration limit of 0.06 mmol/ml and triggering a warning message. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a patient receiving potassium phosphate with a central line concentration (0.12mmol/ml) via a peripheral line and the "potassium phos-perip" drug name was selected on (B)(6) 2026 at 2141. The customer noted receiving an error and wanting to go through alaris reports to troubleshoot them to prevent future occurrences of the same issue. With the potassium phosphate, it was noted that the user received an alert but overrode the alert. There was patient involvement, but impact is unknown. Although requested, further information was not provided. The customer had the following question regarding pump library settings: "can you explain to me why intermittent drugs do not have an option for a concentration hard max limit".